Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were broken, and the device was observed to have some fluid ingression around the battery compartment and in-between the housings, and the lcd screen was worn. The device?s event history log was reviewed for evidence of the reported event, "high alarm displayed: cassette locked but not latched" alarms found. The fault repeated four more times before the customer sent the device in for service. This is a latch lock sensor issue. To conduct functional testing, the device was powered up. The customer's reported problem was duplicated. The latch lock sensor was contaminated. Could not perform any test to the downstream and upstream occlusion sensors as the pump was not able to sense a latched cassette. Performed a latch lock test in the manufacturing utility mode and failed. The sensor did not change from "none" to "latched". The upstream and downstream occlusion sensors values were stable and activated when pressed in the manufacturing utility mode. To address the issue the latch lock sensor was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump did not recognize attached cassette. No adverse patient effects were reported by the customer.